Event description:
Event description: cpi received information that this implantable cardioverter defibrillator (ICD) declared a battery status of eri and the physician expressed dissatisfaction regarding the longevity performance of this device.